Event description:
Per pharmacist's narrative, veteran reporting pain, and incomplete absorption of insulin doses as insulin leaks from injection site. Requesting 8mm pen needles. Confirmed correct injection technique. Veteran uses 4 needles daily: novolog pen x tidac, tresiba pen x qhs. Used pen needle as directed for insulin injection; 1 units - prn - sq, (B)(6) 2018 through (B)(6) 2018.